Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an unspecified error message was obtained after a day of wearing the adc freestyle libre 2 sensor therefore, the customer was unable to monitor their blood glucose. The customer was unable to self-treat and a blood glucose reading of 43 mg/dl was obtained on an unspecified device, requiring treatment of dextrose by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.